Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed error message code "error 70" on the monitor screen and made a loud popping noise when discharged. The complainant indicated that there was no pt involvement in the reported failure.